Event description:
It was reported that the pt had an extravasation due to the PICC line having 3 holes in it under the skin, therefore, it was leaking.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.